Manufacturer narrative:
The single inner set screw [product code: 1797-02-000, lot number: arncrb] was not returned for evaluation. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. Without the device we are unable to confirm the reported issue or identify the root cause. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation

Manufacturer narrative:
(B)(4). The single inner set screw (product code: 1797-02-000, lot number: arncrb) was returned to the complaints handling unit (chu) for evaluation. The set screw featured some rough areas at the start of the thread on the base of the set screw and one full rotation up from this position. The damage to the thread appears to have removed a small amount of the thread from its outer face. This damage may have occurred accidentally during the insertion of the set screw in the tulip head. If the set screw is cross threaded and tightened, it places forces capable of damaging and tearing the threads of the set screw. This appears to have been caught prior to significant, readily apparent damage was done to the set screw¿s threads. Testing the set screw on a spare 1797-12-740 expedium polyaxial screw found that the set screw could successfully be reduced onto a rod via the screw. However, the damage to the set screw is still indicative of the thread being torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the set screw thread tearing cannot be determined from the sample and information available. A potential root cause is inadvertently cross threading the set screw during insertion. Attempting to tighten the set screw in this state may have placed unexpectedly high amounts of force on the thread, resulting in it becoming torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thread was damaged. Completed with same / like product.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.